Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was having their ins replaced. The patient stated the healthcare professional (hcp) moved the patient from low to high frequency and the battery of the current ins "drains really quick". The patient said they were was told the ins battery replacing their existing ins will charge much quicker. The replacement surgery was scheduled for (B)(6) 2019. No symptoms were reported. No further complications were reported.